Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not received. A manufacturing investigation was conducted by legal manufacturer: materialise based on the available product and patient information. Design review: during the investigation the planning, plate design, production and post-op images were investigated as the issue is related to fit of guide or plate. When reviewing the planning no issues could be found. The planning was done correctly and the advancement was planned together with and approved by the surgeon. No issues were found with the design of the plate, which nicely follows the contours of the bone. When reviewing the post-op images it could be seen that the maxilla plate matched with what was planned. It had the correct shape and was placed on the correct location. The maxilla was placed/angled slightly different compared to planning. There is a slight difference in the position of the maxilla. The teeth are more horizontal and lower compared to what was planned and about 3mm was resected of the ans. The difference in position is most likely related to the removal of interferences which were all indicated clearly in the case report. The difference in position did lead to a small gap between the plate and the bone in the area where the swelling was located. However, this cannot be traced to swelling. The plate is in almost the same position as what was planned. This confirms that the guide and plate were positioned correctly and that this part of the plan was executed as expected. The allegation on the psi implants involved in the complaint cannot be confirmed as swelling had happened almost 2 years after the surgery. The cause of the issue is unknown. Conclusion: the complaint condition cannot be confirmed for psi implants. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier : (B)(6). This report is for an unknown psi maxilla implant/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2019 a patient was implanted with a patient specific implant (psi) maxilla. Healing went well. However, on (B)(6) 2021, patient returned with spontaneous pain and slight swelling on the paranasal right for a one (1) week. The skin on the right cheek was sensitive and almost untouchable. This did not appear to be suppressed with pain relief and did not respond to antibiotics. Since no other cause for the pain was found (no dental cause, no cause in the skin, all screws were tight, no indication of infection, no bone loss or granulation tissue), and the location of the swelling and severe pain was at the kink in the psi paranasal right, it was decided to remove the psi in anesthesia. The removal procedure performed on (B)(6) 2021 was very difficult because the psi was overgrown with bone in many places. Patient was pain free since the procedure. No further information provided. This report is for one (1) unknown psi maxilla implant. This is report 1 of 2 for complaint (B)(4).